Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been unable to fully charge her implanted neurostimulator (she could only charge it to 3/4 full). The device was also "wobbly" in the pocket. A power-on-reset (por) condition occurred as well, and was addressed by a manufacturer representative. Additional information stated the neurostimulation system was functioning properly with good stimulation coverage and no impedance issues. The "wobbly" neurostimulator was due to gradual weight loss. The recharging issues were due to a cable which was going to be replaced.